Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient via a manufacturer representative regarding the patient receiving dilaudid (15mg/ml at 2.998mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient started complaining of decreased pain relief approximately 4-6 months ago. The pump was close to elective replacement indicator (eri), so replacement was scheduled. Increase in dose did not help with pain relief. During the pump replacement on (B)(6) 2015, the catheter was not "dripping" and they were unable to aspirate. The catheter was also replaced. The issue resolved at the time of report. The patient's status at the time of report was "alive- no injury."